Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one 16g maxcore disposable core biopsy instrument for evaluation. The device was received without a needle protector and without a yellow guard attached to the needle. Upon visualization the device appeared to have residue throughout and was received with both slides in their initial positions. Due to the condition of the returned device, no functional testing was performed. Therefore, the investigation is kept as inconclusive for the reported failure to fire as no functional testing was performed due to the condition of the returned device. A definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent the kidney biopsy using maxcore instrument. During the procedure, it was reported that the device allegedly failed to fire. There was no reported patient injury.

Event description:
On (B)(6) 2026 a patient underwent the kidney biopsy using maxcore instrument. During the procedure, it was reported that the device allegedly failed to fire. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.